Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited key stuck, release key or remove power and the pump stopped. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received with no physical damage. The event history log was reviewed and there was a "key stuck" high alarm. The mu was checked for the pressed key and the reported issue was able to be duplicated. The power switch was shown not to be released in the mu. The power switch will be replaced to resolve the issue. The cause of the issue is unknown.